Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2005, patient reported low back pain and right leg pain. Patient developed low back pain while lifting trees out of truck in 1995. Patient reported pain resolved after 2-3 weeks, yet she had some chronic discomfort in her lower back ever since. She had flare ups with more significant pain occurring approximately once per year. In (B)(6) 2004, the patient bent over to pick up flowers out of a box while in the normal course of her employment once again. She developed acute low back pain for which she had 2 epidural steroid injections. The first injection was in late in (B)(6) 2004 and (B)(6). Patient underwent x-ray, findings: on the ap. There were 5 lumbar vertebrae. Pedicle shadows were intact, and intercristal line runs through the 4-5 level. Sacroiliac joints appear to be normal. On the lateral view, there was some disc narrowing at 5-1~question of some mild retrolisthesis at 4-5 although the disc height looks normal. The rest of the discs look normal. There was a normal lumbar lordosis. MRI conducted on (B)(6) 2004. Impression: l5-s1 degenerative disc disease/anular tear. On (B)(6) 2005, patient presented for follow-up back today after both having a pilate's program for 6 weeks as well as having an epidural by dr. (B)(6). She had 3 weeks of excellent relief from the epidural. Patient reported increased back pain. On (B)(6) 2005, patient underwent CT: post discogram injections of lumbar spine. Findings: there was a lateral radial disruption of the l3-4 disc on the left with contrast extending to the anulus, a radial disruption laterally on the right and posteriorly at the l4-5 level and diffuse degeneration of the ls-s1 disc. Impression: degenerative disc disease. On (B)(6) 2005, patient presented for follow-up after having discogram l3 to s1. Findings: 3-4 was a normal disc without pain. 4-5 and 5-1 reproduced severe reproduction of her typical back and right thigh pain. Patient reported back pain, which always hurts and right posterior thigh pain. On (B)(6) 2005, patient presented for follow-up. Patient reported that she had developed severe axial low back pain with radiation into the bilateral buttocks over the past 3-4 days. Patient underwent MRI of lumbar spine with and without gandolinium. On (B)(6) 2005, patient presented for follow-up for routine preoperative history and physical exam as she was due to undergo a l4-5 and l5-s1 right-sided approach tlif and posterior lumbar decompression and fusion with bmp, duramorph, icbg, and tsrh instrumentation on (B)(6) 2005. Patient had 75% low back pain and 25% right leg pain. Patient underwent x-ray of chest which showed well aerated lungs free of infiltrates or nodules. The cardiomediastinal silhouette and hila were within normal limits and the costophrenic angles were sharply defined. Vascular markings were within normal limits. Bones were unremarkable. On (B)(6) 2005, patient underwent: 1. L4-5, 5-1 tlif using iliac crest graft, bmp and cages. 2. Posterolateral fusion using tsrh, iliac crest graft, and cages. 3. Reconstruction of graft site with coral hydroxyapatite. 4. Intrathecal duramorph. For a pre-op diagnosis of l4-5, 5-1 degenerative disk disease with radiculopathy, right. At l5-s1 level disc space was copiously irrigated multiple times, then bone mixed it with a large bmp, placed it anteriorly into the disk space, and then a 7 x 30 cage was filled full of bone and placed posteriorly. Ap and lateral imaging indicated good positioning of this. At l4-5 level bmp was mixed with bone and placed in anterior disc space. Then posteriorly a 7 x 30 cage filled with cancellous bone was placed. On (B)(6) 2005, patient underwent x-ray of lumbosacral spine. Impression: postoperative change. On (B)(6) 2005, patient presented for follow-up two weeks post op tlif. Patient reported stiffness and soreness. On (B)(6) 2005, patient presented for follow-up three months post-op l4-5 and l5-s1 posterior lumbar decompression and fusion and tlif. Patient reported intermittent leg pain. X-rays showed good bone formation in the disc space and the posterolateral gutters. On (B)(6) 2005, patient reported numbness in right butt cheek and right leg and soreness after physical therapy. Patient was "wetting the bed" after surgery. On (B)(6) 2006, patient presented for follow-up five months post-op l4-5 and l5-s1 posterior lumbar decompression and fusion and tlif. Patient reported significant pain constant in nature in the right superior s1 joint region/graft site region, pain worsened with sneezing, being upright on her feet, and sometimes with sleeping. Patient had difficulty in ambulating. X-rays demonstrated instrumentation to be in good position. Bone graft appears to be fully consolidated in the posterior lateral gutters as well as intravertebral spaces at l4-5 and l5-s1 where the cages were placed. Patient underwent CT of lumbar spine. On (B)(6) 2006, patient presented for follow-up. Patient reported pain in right buttocks, groin and anteromedial thigh. Patient underwent CT scan of the lumbar spine which indicated: there was a substantial amount of bone in the lateral gutters at 4-5, 5-1. There appears to be a solid fusion on the left although there probably was just spot-welding now at 5-1. 4-5 appears to be more consolidated. Screws appear to be in appropriate position on both sides. Looking at the bone graft area this was fully intact. There was no evidence of fracture around the sacrum. It does not enter the si joint. On the axial views, screws were appropriately placed in l4. Facet fusion was noted at 4-5. Cages were appropriately placed. Screws were appropriately placed in l5. There appears to be spot welding at the facet at 5-1 on the left. Cages were appropriately place in l5. Good screw fixation was noted in s1. Impression: postoperative changes lumbar spine stabilization l4, l5 and s1 as described. On (B)(6) 2006, patient presented for follow-up. Patient underwent MRI of lumbar spine with gandolinium which indicated: there was some reaction around the 5-1 cage, which was not noted around the 4-5 cage. The foramen appears to be patent bilaterally on the axial views. The 3-4 level appears to be normal. Screws were appropriately placed in l4. The 4-5 level had an excellent positioning of the cage. Screws were appropriately placed in l5. The l5-s1 level appears to have a good decompression cage was appropriately placed here. Impression: minimal/mild asymmetric soft tissue density along the right of midline at the expected location of the right l4-5 disc space level. Correlation with the patient's clinical symptomatology along the right l4 nerve root distribution was suggested, on (B)(6) 2006, patient presented for follow-up nine months post-op l4-5 and l5-s1 posterior lumbar decompression and fusion and tlif. Patient reported have residual low back pain, which limits her range of motion as well as some extension into the right buttock, groin, and medial thigh. On (B)(6) 2006, patient presented for follow-up. Patient reported progressively worsening pain in the right buttock, lateral hip, right groin, and anterior thigh where the majority localizes to the right groin and anterior thigh, pain was worsened at times with get in and out of a car and walking up stairs but also with prolonged standing such as when at work for more than 2-3 hours. Sitting often improves her pain it certainly does not resolve it. Patient underwent x-ray of hip which was normal. Patient exhibited clinical signs of depression. On (B)(6) 2006, patient underwent CT scan of the lumbar spine. Findings: on the sagittal images. The patient had a prior tlif at l4-l5, l5-s1. There appears to be a solid fusion at both l4-l5, l5-s1 in the center of the discs as well as posterolaterally more on the left than the right where the tlif level was done. The l3-l4 disc appears to be normal. No evidence of any root compression was noted. Impression: apparent strong bony fusion and posterior surgical fusion l4-5-s1 as described above. On (B)(6) 2008, patient underwent MRI of lumbar spine.